Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation and atrial flutter a farawave catheter was selected for use. 500 mg of nitroglycerin were given to the patient before ablation, then, the physician completed the cavotricuspid isthmus (cti) line off-labeled ablation. The patient's blood pressure dropped to 50/30 during ablation, no more nitro was given. The st elevations lasted 15 minutes and were solved on it's own. Post cti ablation, some elevations were observed and 500 mg no nitro were given. The patient returned to a stable baseline and the procedure proceeded as usual. The pulmonary vein isolation was completed successfully. The patient was kept for observation overnight and was discharged the next day. The device is not expected to return for laboratory analysis.